Event description:
This report was received from (B)(4) and is a spontaneous report of peritonitis from a patient with follow-up information from a nurse. On (B)(6) 2012, the patient was admitted to the hospital with a diagnosis of peritonitis. Treatment information was not provided. The cause of the peritonitis was poor handwashing technique and retraining was performed. The patient was discharged from the hospital on (B)(6) 2012 and is recovering from the event of peritonitis. No additional information was provided. Per the nurse, the event of peritonitis was not related to the homechoice or any device. Peritoneal dialysis therapy is ongoing.

Manufacturer narrative:
(B)(4). The report of use error-breach in aseptic technique was confirmed because it was reported that there was a breach in aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause could not be determined.

Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be submitted if additional information becomes available.